Event description:
On june 5, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the patient and obtained the following information. Approximately one month ago, the patient contacted his physician about obtaining elevated results. He had been maintaining his nph and regular based on his sliding scale regimen. Bi-weekly quality control testing was performed and the results were usually within the specified ranges. On the morning of july 1st, the patient obtained a result in the 240-mg/dl-range, while feeling low and woozy. He drank a glass of orange juice and had his wife drive him to urgent care. At his arrival, a result of 25 mg/dl was obtained on the reported meter. He was given orange juice and a glucose tablet. Within 1/2 hour, his blood glucose level was 55 mg/dl. He was given a new meter at the hospital, and the result obtained prior to his release was 109 mg/dl. He was advised to contact lfs regarding his meter. The customer care advocate verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area, and using the correct testing technique. No further quality control testing was performed. This complaint is being reported due to the following conclusion: although the patient claimed regular control solution tests falling within specifications, he reported obtaining elevated results, administering insulin based on his meter results, and later being found to be hypoglycemic while symptomatic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.